Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated the device and all electrical parameters were in range. However, a high voltage lead impedance (hvli) test was performed and oversensing on the ventricular channel was observed. The hvli test was repeated; however, no oversensing was seen again. No intervention was performed at this time. The patient was stable and will be monitored.